Event description:
A report was received that the patients ipg was not lying flat which makes it difficult to charge. It was mentioned that when patient sits down, the ipg tilts outward. The patient underwent a revision procedure wherein the pocket was relocated. The patient as reportedly doing well postoperatively.